Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7103190.

Event description:
It was reported that following a trial procedure, the patient was experiencing right sided tenderness. The patient had a lead pull and was doing well.